Event description:
It was reported that the patient presented in the hospital post procedure after leaving the procedure room. The patient's right ventricular (rv) lead was dislodged due to the patient lifting arm above head. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.